Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2007. After the surgeon placed the sling device, bloody urine was found in the foley bag, and a bladder neck perforation was noted. A urologist placed a stent in the bladder and the sling device was removed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.